Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and applicable manufacturing records. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed but the exact mechanism of damage could not be determined. One 4fr s/l powerpicc solo was returned for investigation. The catheter was received with the stylet in the lumen; however, the stylet had been partially retracted through the t-lock extension set. A functional test revealed a spraying leak near the 53cm depth mark. The catheter tubing was compressed at the leak site and longitudinal splits were observed in the tubing. Impressions that match the pattern of coils on the stylet wire were observed on the inner lumen wall and along the edges of the splits. A bend in the stylet wire coincided with the damaged area of the tubing. The catheter was received with the stylet partially retracted from its original position. The damage indicates that the catheter was compressed over the stylet wire; however, there were no distinguishing features which could aid in identification of when or how this damage occurred. A lot history review (lhr) of refp0119 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that PICC was needed for power injection of contrast agent in this patient. The connector close to the valve of the catheter was found damaged before being placed in the body. The catheter was not used and a new one was inserted. (B)(6) 2022-the returned catheter leaked.